Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio2: 1.2, inratio2: 3.2. Time elapsed between each method of testing is not specified. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.